Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during reports review. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).